Event description:
Information was received indicating that a smiths medical cadd-legacy® 6500 pump was alarming for the cassette and it was observed to be infusing too fast. There were no reported adverse effects.

Manufacturer narrative:
Additional information: d10, h6, h10. Additional information received by smiths medical on 09-jan-2020. No patient was involved. Event occurred during in-house preventative mantinence. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no disposable alarm messages after pump started. The investigation performed functional check and sample delivery accuracy testing. The investigation unable to repeat customer's reported problem. According to the investigation, the pump's event history logs showed "no disposable" alarm messages after pump started. The investigation performed sample delivery accuracy testing and found the pumps average delivery error to be within the published specification of +/-6%. The investigation reports that no problem could be found with the customer's reported problem. The investigation recommended that the pump downstream occlusion sensor be replaced, and no actions taken for the delivery accuracy. The problem source of the reported problem is unknown.